Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that pump shutdown. Customer reported that pump was able to turn on and customer to continue to use the pump for insulin therapy. Customer¿s blood glucose level was 375 mg/dl.